Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure approximately four months and mesh was implanted. Three weeks ago, the patient present with a bulge in the area that was repair. The surgeon has stated that the mesh stretched into the defect. The patient underwent a reoperation on (B)(6) 2012. The defect was repaired with same like product. Additional information has been requested.